Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent dislodgement occurred. The lesion was located in the left circumflex artery. When the 3.5x16mm liberte' bare metal stent was being removed from the stent protector, the stent dislodged. The procedure was completed with another liberte' bare metal stent. No patient injuries or complications occurred. Patient's status is satisfactory.